Event description:
It was reported that a malfunction alarm occurred on pump, with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of new replacement pump under warranty, confirmed shipping details, and advised customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials; customer was also instructed to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.